Event description:
It was reported that during the pre-use check, a part of the tube was found deformed or kinked. No patient injury.

Manufacturer narrative:
H10: device evaluation: three photos were included in agile attachments for evaluation; photos showed a bit kink in curvature. One sample was returned for investigation. The returned sample was received in used condition without original packaging. The sample was visually inspected under normal conditions of illumination to detect any condition that could cause the failure mode reported. No discrepancies were found. The returned sample was inflated using a syringe and was submerged under water to detect any leak. No leakage was detected. No other analysis was performed. Based on the analysis conducted in the sample provided, kinked failure mode was confirmed. The failure condition was possibly due to packaging method not followed correctly (tube not placed properly on curving plate). Failure was traced to manufacturing. For corrective action an awareness notification was performed to personnel to explain the importance of adherence to manufacturing procedure. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).